Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
In (B)(6) 2020 an impella cp was placed via the right femoral artery to support the 66 year old male patient who was admitted in with acute myocardial infarction and cardiogenic shock. The patient was known to have been cardioverted multiple times in the emergency room before arrival to the cardiac catheterization lab. When in the lab the team performed angioplasty for the coronary artery disease and the patient went then to the ICU on the cp pump for continued hemodynamic support and monitoring. The pump was explanted after 2 days of successful support. Later in (B)(6) 2026 there was an update forwarded to abiomed that noted that post explant the patient was noted to have a large retroperitoneal bleed with a lumbosacral plexopathy in the right lower extremity with weakness proximally at the hip and knee and numbness at the thigh and shin, pulmonary emboli with bilateral lower extremity dvt. The patient has received medical management for the limb harm and survived with the support of inpatient rehabilitation. Vascular injury and bleeding are both known risks associated with impella support as described in the instructions for use.

Manufacturer narrative:
Thrombosis/nerve compression: the cause of the injury was not determined due to insufficient clinical details. Major bleed/access site adverse event: the cause of the bleed was not determined due to insufficient clinical details. Patient device interaction problem: the cause of the patient device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
D3 was inadvertently omitted on the initial manufacturer device report. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.